Event description:
Return to or after laparoscopic ovarian cystectomy. Md reopened pt to find the ovarian vein bleeding. Md stated not all staples were present. Md states there was ebl of more than 50cc at end of surgery and she noted no bleeding at the end of the case. Md suspects equipment problem with stapler. Gia 35v staples. Pt doing well as of this writing.